Event description:
Report of event received from pt's relative stating that a "motor stall had occurred and the catheter was ok." Follow up with hcp revealed pt had required dosage revision every 1-2 weeks after the pt's 7/2001 refill. Pt continued to have pain not adequately covered by intrathecal therapy - "significant pain - getting worse". MRI done approx in 10/2001 to check for changes in health status which could cause the pain. Six days later eval of pump system done - catheter found to be patent and rotor found to not be functioning. Per hcp, pt's pump was replaced within last 2 weeks - exact day not provided and pt "is improving" to date. Device has not been returned to date for analysis by MFR.